Event description:
The pt tested blood glucose at 9 a.m. On suspect device and it was 100 mg/dl. She took 35 units of insulin and ate breakfast. At 1:15 p.m., she was feeling like her blood glucose was very low so son retested on suspect device and it was 81 mg/dl. She was lethargic and could barely speak. The paramedics were called and arrived 10 minutes later and her blood glucose on their device was lo. She was given an IV and shot. At the hosp., her blood glucose was still lo and she was kept on the IV. While at the hosp she tested her blood glucose on suspect device and it was 239 mg/dl at the same time on hosp meter her blood glucose was 153 mg/dl. Glucose controls were run on suspect device the same day and it was out of specifications.